Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that their manufacture representative (rep) showed them different locations to help with their difficulty recharging and the rep showed them how to reset in ¿d¿ to help with the tingling in their right ribs when laying down. The patient¿s doctor could not help with the implant site pain on (B)(6) 2017. It was unknown why it takes all day to recharge. The patient said the cause of the doctor putting the device in the wrong location was determined. It was placed wrong (too high). No further complications were reported/are anticipated.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they think their ins was placed in an incorrect spot because it was placed in their back but should have been placed in their gut. The patient stated that it would have made recharging much easier. Since implant it has been difficult for the patient to reach their back to where the ins is implanted for recharging. The patient constantly has to move the implantable neurostimulator recharger (insr) antenna while recharging to keep an adequate level of recharge coupling. The coupling level drops when they go from standing up to sitting down. In 2015, the patient lost weight and was experiencing pain and discomfort at their ins site. The patient lost 66 pounds over the course of 18 months. At the end of march the patient experienced shocking and stimulation in an undesired location. The patient needs an adjustment because they are experiencing ¿jolts of tingling¿ in their side and back outside of the target stimulation location. The patient stated that it happens when they lay down and they confirmed that the jolts are sustained and will continue until they turn the stimulation down or off. The patient changed the amplitude in the past from 3.9 volts to 4.9 vol ts to 4.1 volts, but no other programming changes were made. The patient has turned the stimulation off for now. There were no trauma/falls related to the issue. The patient noted not having a healthcare professional (hcp) so they were sent a hcp listings. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.